Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens tore. The lens was cut into pieces to remove. There was no pt injury. The reporter stated they felt the cause of the lens tear was there was insufficient lubricant used while loading the lens.